Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9/h3 - device available for evaluation updated from yes to no.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery with mild calcification and moderate tortuosity. The 4.0x15mm nc trek balloon dilatation catheter (bdc) was being used for post dilatation; however, a rupture occurred on the first inflation at 8 atmospheres. Another non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed reports, the device was received and the returned device analysis identified that parts of the inner/outer member were separated and not returned. Additionally a portion of the proximal balloon marker was possibly missing a portion which was not returned. Therefore, there is the potential the missing pieces not returned remain in the patient. No additional information was provided.

Manufacturer narrative:
Nad9/h3: update to return status from no to yes. Subsequent to filing the initial reports, the device was returned. H6: health effect - clinical code 4582 removed; 2687 added. H6: health effect - health impact code 2199 removed; 4614 added. H6: type of investigation code 4114 removed; 10 added. H6: investigation conclusions code 4307 removed; 4311 added.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture, foreign body in patient and serious injury/illness/impairment appear to be related to operational context; however, a conclusive cause for the noted separation of the retuned device could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H10 correction: mfg narrative updated based on the returned device analysis which was inadvertently left off of the supplemental MDR. The g3 date is 02/15/24 which is the date the error was noted.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery with mild calcification and moderate tortuosity. The 4.0x15mm nc trek balloon dilatation catheter (bdc) was being used for post dilatation; however, a rupture occurred on the first inflation at 8 atmospheres. Another non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.